Event description:
During review of complaint (B)(6), it was revealed there was an incident of increased intraperitoneal volume (iipv) on (B)(6) 2014. A peritoneal dialysis (pd) nurse reported a pt experienced increased intraperitoneal volume (iipv) and drain issues during treatment. The pt remained asymptomatic. The reported drain volume of 3030 ml was 202% over the expected drain volume which resulted in a reportable device malfunction. The pt did not require medical intervention or treatment aas a result of the overfill.

Manufacturer narrative:
A review was performed by the post market clinical dept of the treatment data provided. A large intra-peritoneal drain volume occurred in drain 3 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal dialysis cycler was returned to the manufacturer and an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.